Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving gablofen (2000.0 mcg/ml at 1649.0mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. Patient medical history was noted as dystonia. During a refill appointment, on this report date, the patient reported itching. An x-ray revealed a suspected fracture of the catheter at the entry into the spine and that the catheter had moved intrathecally and caudally. The patient was brought to the operating room for a catheter revision. The distal portion of the catheter was dissected out of the intrathecal space via laminectomy. The catheter was then reconnected using the connector from 8590-9. Cerebrospinal fluid flow was confirmed with the intrathecal portion and the dose was turned down to 750mcg/day. At the time of this report, the issue was not resolved and the patient status was noted as "alive - no injury".